Manufacturer narrative:
Device evaluated by MFR.: device was returned inside the carrier tube. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 3mm from the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context . (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was accessed via right femoral artery. After crossing the lesion with a 15mm x 5.00mm nc quantum apex balloon catheter, the balloon ruptured at 15 atm on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was accessed via right femoral artery. After crossing the lesion with a 15mm x 5.00mm nc quantum apex balloon catheter, the balloon ruptured at 15 atm on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).